Event description:
The manufacturer received information alleging a trilogy 100 ventilator had a blank screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs were completed because the device was scrapped.